Manufacturer narrative:
Reliability analysis inspected two opened and or used sensors and performed visual inspection and found one of two sensors insertion needle bent inside sensor base. The one remaining sensor was found with needle separated from sensor base. The needle was found retracted inside the needle hub. It was unable to be confirmed that the customer received sensors in that condition due to customer having returned the sensors opened and or used. The insertion complaint was unable to be confirmed due to it being against serter.

Event description:
The customer reported via phone call of issues with their sensors. The customer states they had two sensors that were stuck in the serter. It was reported that the customer had reported incident before. The customer was advised that the sensors would be replaced and would need to be returned for analysis.